Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) units automatic inflation failed. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, e1 initial reporter, g3, g6, h2, h6 component code, h11. Corrected fields: d9, h3, h6 (type of investigation, investigation findings). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, on-site inspection of the device and fault code records at the hospital confirmed the reported fault. The actuator valve assembly was replaced. The device passed pre-use inspection. The device passed all factory-specified performance and safety test specifications. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) states, the hospital temporarily refused to repair. No repair information available. In future if we receive any repair information will reopen and update the investigation.